Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient had an unrelated surgery prior to which the ipg was not put into surgery mode. Afterward, the ipg was unable to communicate with external devices and patient lost therapy. Troubleshooting resolved the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.